Event description:
During a routine shift check of the device by a clinician, the unit would not perform the system self-test. An initial eval was performed by the facility biomedical engineering dept and was not able to duplicate the exact problem reported by the clinician however, a "test failed" message was observed after performing the system self-test. In addition, the biomed noted intermittent response to all selected defibrillation input commands. The complainant indicated that there was no pt involvement in the reported malfunction.